Manufacturer narrative:
Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a female, pt, underwent a catheterization procedure (exact date unk). The mynx device was used for femoral arterial closure following the procedure with no reported complications. Hemostasis was achieved and ambulation and discharge were per standard hospital protocol. No aci sales professional was present, therefore, no further pt or procedural info could be obtained. It was reported that 2 days later, the pt returned to the hospital. An ultrasound diagnosed a pseudoaneurysm (psa) at the common femoral artery (cfa). The psa was treated with a thrombin injection and the pt was sent home without further clinical sequela.